Event description:
It was reported that the device was used during perforation procedure. The clip applier jammed. He opened a new applier and finished the case. There was no consequence to the patient.